Event description:
Parent of home patient (hp) reports hp infused excess air into peritoneal cavity. Parent had misunderstood direction from baxter technician and was not opening clamp on pt line while assisting hp during prime. Rn reports air has been confirmed by x-ray. Rn reports parent and hp have been re-instructed on proper procedure. No medical intervention was required as a result, per rn.